Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw (lot:31211r1101) was chosen for implantation. The clip was implanted successfully, reducing mr to grade 2+. On (B)(6) 2024, it was reported that the xtw clip detached from the posterior leaflet (single leaflet device attachment(slda)) and mr had increased to grade 4+. Unknown intervention was performed on unknown date.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient underwent mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.